Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient said the stimulator doesn¿t seem to be working correctly. The patient stated they were having more in their low back and the device wasn¿t covering that spot. The patient was redirected to follow-up with their healthcare provider (hcp). The patient stated that they had an appointment with the managing doctor on (B)(6) and would like a manufacturer representative to be there. The event began about a month ago in 2018. No further complications were reported/anticipated.